Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarms low battery every 6 hours, even after a new battery was installed. The customer indicated that the battery was removed for 10 minutes and then reinstalled but the alarm could not be cleared. The customer's blood glucose reading was 142 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. No unexpected replace battery now alarms noted. However, the insulin pump was returned for low battery alarms, detailed trace analysis confirmed low battery alarms and error 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window, case and keypad overlay.